Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2011-08293, reference MFR. Report: 1627487-2011-08294, reference MFR. Report: 1627487-2011-08295. The patient received the scs system on (B)(6) 2011 for headaches (off-label). It was reported that the patient did not have stimulation in the occipital region and felt stimulation in the mid shoulder blade. An x-ray revealed that the occipital lead migrated downwards into the patient's back. The lead was revised and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.